Event description:
It was reported to philips that the energy output for the device was lower than the recommended levels. There was no reported patient or user involvement and no adverse patient/user impact.